Event description:
It was reported that the emg tube was tested fully prior to the operation. However, when trying to monitor after removing the tissue, it couldn't be recognized. Went back to the test screen to test, but vocalis 2 (rt) couldn't be recognized, so the tube was continuously adjusted and tested. It was recognized for a moment, but when trying to use it again, it became unrecognizable. After repeating this process for over an hour, it was finally replaced with a new tube from the anesthesia department, which was easily recognized. During the tube replacement, the electrical connection line got a cut. There was no patient impact.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.